Event description:
It was reported that the device was explanted after an implant duration of zero days. It was noted that the "repair did not work." On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair.

Manufacturer narrative:
(B) (4) = unsuccessful ring repair(B) (4) = device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was also requested, however, it was not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.